Event description:
Ous MDR - after an implantation time of 8 days, impedance error measurements were reported. During the revision, strong torsion and abrasion of the insulation on half of the length of the lead were detected on the lead. The lead was explanted and returned to biotronik for analysis. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead underwent extensive analysis. Lead properties were checked during the analysis. During lead analysis massive damage to the lead body insulation was found due to crushing approximately 35 cm distal to the is-1 connector pin, and the coating of the lead cable to the ring electrode was damaged at this point as well. The lead body was very twisted in this area. This damage is highly likely the cause of the clinical complaint. The damage observed must be due to excessive pressure loads on the lead body. The characteristics of the damaged (crushed) lead body structure suggest excessive mechanical load on the lead due to a subclavian crush syndrome. Coagulated blood was found along the inner conductor coil during further analysis. This remaining coagulated blood was likely due to lead explantation. There was no indication of a materials defect or a manufacturing defect.